Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an increased number of premature ventricular contractions (pvc). It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing during ventricular tachycardia (vt) episodes. It was reported that the r wave value dropped. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and remains in use.